Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09004 and 2134265-2013-09183. (B)(4) clinical study. It was reported that unstable angina, in-stent restenosis and vessel jailing occurred. In (B)(6) 2012, the subject presented due to unstable angina and was referred for cardiac catheterization. The first target lesion was a de novo lesion located in the mid lad with 75% stenosis and was 14 mm long with a reference vessel diameter of 2.7 mm. The physician treated the first target lesion with pre-dilatation and placement of a 2.50 x 16 mm promus element plus stent with 0% residual stenosis. The second target lesion was located in the proximal lad with 90% in-stent restenosis of a previously placed unknown drug eluting stent and was 28 mm long with a reference vessel diameter of 2.9 mm. The physician treated the second target lesion with pre-dilatation and placement of a 2.75 x 32 mm promus element plus stent with 0 % residual stenosis. The third target lesion was a de novo lesion located in the proximal rca with 80 % stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The physician treated the third target lesion with direct stent placement using a 3.00 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. The next day, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2013, the subject experienced angina associated with nausea and the subject was hospitalized and was also found to have uncontrolled hypertension. Cardiac catheterization was recommended which revealed 99% ostial stenosis in 1st diagonal which was jailed at index by 2.75 x 32 mm promus element plus stent. It was treated with balloon angioplasty, with 50% residual stenosis at the ostium and 0% residual stenosis in the proximal section of the 1st diagonal. Additionally, during intervention of the 1st diagonal, additional dilatation was performed at a 75% mid after stent lesion and it was reduced to 20% with good flow. A balloon angioplasty was performed using a 2 x 12 emerge balloon which resulted in a recoil at the ostial diagonal. The 80% restenosis of previously placed study stent located in mid lad was treated with balloon angioplasty and placement of 2.75 x 12 mm promus stent, with 0% residual stenosis. The 98% stenosis located in proximal lad was treated with balloon angioplasty and placement of 3.50 x 20 mm promus stent, with 0% residual stenosis. The next day, the event was considered resolved and the subject was discharged on aspirin and ticagrelor.